Event description:
It was reported that the procedure was to treat the left common iliac artery with 80% stenosis with a kissing balloon technique. During deployment the balloon of the 7x59 mm omnilink elite stent delivery system (sds) ruptured at 10-11 atmospheres. The sds was removed with the stent on the delivery system. The sds was removed with the sheath due to resistance and a new omnilink elite sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material rupture could not be determined. The reported activation failure and difficulty to remove appears to be related to operational circumstances. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.